Event description:
Surgery performed in 2003 at l2-s1. Implanted bilateral st360 fixation system along with brantigan cages at l4/l5 and l5/s1. X-ray images viewed the following day revealed that one of the straight connectors slid off of the 5.5mm titanium rod at s1. Pt developed a hematoma due to malfunction of the drain system connection that is responsible for draining build up of fluids at the surgical site. Dr. Deemed it necessary to fix the drain connector and decided to re-attach the medium straight connector at s1 since he was going to be performing surgery anyway. Second surgery performed 9 days later, dr. Used the same identical connector and put on a new inner set screw. Dr. Also implanted/attached a transverse connector to the system. Dr. Confirmed lock down of the connector onto the rod by clicking the torque limiting driver twice and then reconfirming with the regular ratcheting driver for snugness. The dr. Reviewed images of the second surgery the following day and noticed that the connector was displaced from the rod. The other nine connectors remain locked down on the titanium rod. The dr. Has chosen to leave the construct as is and will continue to monitor the pt.